Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that a screwdriver tip twisted and broke during use. Another screwdriver from the set was available for use. There was no impact to surgery. This complaint involves one screwdriver. This is report one of one for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.